Event description:
Skin burn [thermal burn]. Case description: this is a spontaneous report from a contactable physician received via a sales representative. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) via an unspecified route of administration from an unspecified date at an unspecified dosage and frequency for back pain. Medical history included thermohypoaesthesia from an unknown date after accident and hypoaesthesia from an unknown date after accident, and unknown if ongoing. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced skin burn. There was no relevant laboratory data available. Therapeutic measures taken as a result of the skin burn included skin transplantation. The action taken in response to the event for thermacare heatwrap was unknown. At the time of this report, it was unknown if the patient had recovered from the reported event.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company comment: based on the information provided, a possible contributory role of the suspect product to the reported event thermal burn cannot be excluded. This case is medically assessed as reportable as an initial 30 day EU report.